Event description:
It was reported that the analyzer exhibited poor sensing. Another analyzer was used to complete the procedure and the original analyzer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).